Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and radicular pain syndrome (radiculopathies). It was reported that there was a sudden loss of stimulation sensation on the left side which was not related to positional movement on (B)(6) 2018. The patient has adjusted settings and switched programs. There was no fall, trauma, electromagnetic interference, or activity reported which may have been related to the issue. The patient was redirected to their health care provider. There were no further complications reported.